Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valve (thv) per the instructions for use (IFU), thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, the valve thrombosis is likely related to the mechanism described above. In addition, the cause for the prosthetic cardiac valve thrombosis cannot be confirmed; however, preexisting chf, and multiple underlying co morbidities (advanced age [91], cad, and htn) may have contributed to the event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. Method: (B)(4): no testing methods performed. Result: (B)(4): no results available since no evaluation performed. Conclusion: (B)(4): human factors.

Event description:
As reported through s3 clinical trial, approximately 1 year and 11 months post tavr procedure, patient presented to local cardiologist with heart failure symptoms and the doctor began medication and presumed valve thrombosis. The patient was treated medically. An echo was not performed at that time. Review of serial echo reports (medidata) revealed moderate pvl and no central aortic insufficiency (cai) post sapien 3 implant, mild-moderate pvl and no cai on thirty day (tte) and mild pvl and trace cai on 1 year (tte). The echo reports do not indicate any worsening of the pvl or cai. In review of medical records (1 year follow up), the patient was doing well and no changes were made to medication regimen. The patient was to return in a year for a follow up visit and an echocardiogram.